Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a car accident on the (B)(6) 2020 after which there is no longer hearing from his left implant. Before the accident the user had excellent speech discrimination.

Event description:
The user had a car accident on 02-feb- 2020 after which he no longer had hearing from his left implant. Before the accident the user had excellent speech discrimination.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to the reported trauma. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user had a car accident on the (B)(6) 2020 after which there is no longer hearing from his left implant. Before the accident the user had excellent speech discrimination.